Event description:
I had the restor lenses implanted after cataract surgery. I cannot see close with them and see strong halos at night so I am not confident to drive at night. Dry eyes, feels scratchy like something is in them and blurry vision. I see that there has been a recall on certain models supposedly marketed in (B)(4), however the model implanted in my eyes, sn (B)(4) is on the recall list. Have my implants been recalled and if so what should I do? Plugs but they did no good and made it worse so I had them removed.